Manufacturer narrative:
Other applicable components are product ID: 8709, serial# (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal at an unknown concentration and dosage via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient had gradually over the course of a few weeks been receiving increased lioresal doses. The catheter was noted as being damaged and was replaced on (B)(6) 2018. No patient symptoms were reported. The device has been returned and is awaiting analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The catheter was returned, and analysis identified an area where the catheter had been worn down and a leak was developed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.